Event description:
A malfunction was reported on the customer's pump, identified as malfunction 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.